Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) screen was flickering on/off. He swapped with another screen and the problem was still present. Customer requested graphics/video card.

Manufacturer narrative:
Corrected data: device available for evaluation. Device evaluated by manufacturer. Manufacturer narrative. Additional information: (B)(4). Manufacturer narrative: the customer reported that the cns (central monitoring system) screen was flickering on/off. He swapped with another screen and the problem was still present. Customer requested graphics/video card. The device was never sent in for evaluation. Due to the age of this complaint, additional information necessary to conduct an investigation is not readily available. Based on the information provided at the time of the event assessment, there is no indication of patient injury or reportable event as a result of this issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.